Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a power (damage with moisture ingress) issue. It was reported that there was moisture found in the ir window and there was no power in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On 1/06/2016 the reporter contacted animas alleging a power (moisture ingress) issue. It was reported that there was moisture found in the ir window and there was no power in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 3/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 2/24/2016 with the following findings: the black box from the pump was unavailable for review. During visual inspection of the pump, it was observed that there was no damage found to the returned battery cap or battery compartment. The battery cap was able to attach securely to the pump. The pump powered on normally and with no alarms and the pump was exercised for 24 hours with no power issues occurring. A leak test was performed and revealed a leak at the bolus button. The pump was opened and there was moisture damage found inside. There was no other damage found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)